Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative straightened and flattened the x-stage cover by docking pin holes. Issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the x-stage cover of the imaging system was dented near where the pins rests and was unable to fully dock. There was no patient present at the time of the issue.